Event description:
It was reported that the patient presented to the clinic with noted swelling and redness of the left arm from shoulder to hand four days post-implant. The patient was admitted for an acute occlusive deep venous obstruction in the subclavian and axillary veins and was administered anticoagulation medication. Per the clinic, the deep venous obstruction was related to the implant procedure. Anticoagulation will continue until the clots resolve and an ultrasound was scheduled in three months. The leads remain in use. It was noted that the patient is a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62, implantable tachy lead, (B)(6) 2014. (B)(4).